Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample, therefore, baxter could not determine root cause. Since the lot number was unknown a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) assisted the home patient's (hp) caregiver (cg) to cycle power. The tsr advised the hp to discard supplies and finish with manuals. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient resumed therapy following this event. The nurse stated that 10 days after this occurrence date the patient was admitted to the hospital for low blood pressure. Per the nurse this was unrelated to therapy. There was no patient injury or medical intervention associated with this event.